Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to high blood glucose. Customer was hospitalized about two months ago. Customer blood glucose was over 200mg/dl. Customer was diagnosed with diabetic ketoacidosis. Customer was wearing the insulin pump during hospitalization. Customer declined troubleshooting. No further information reported.